Event description:
A female underwent taa in 2009. The patient was outside of cook's instructions for use (IFU) criteria as per sizing. The patient's history included emergent open thoracic procedure in 2007. She had ruptured a 5.0cm descending thoracic aneurysm into her esophagus. She had a tube graft placed and at that time, spent 7 months in the hospital recovering from multiple surgical procedures. She then went to rehabilitation and continued to recover. The patient did still have a feeding tube because she was compromised nutritionally. The patient wanted to proceed with the taa procedure because she was fearful that she would rupture with her previous history and was not a candidate for open surgical repair. There was a narrowing of the aorta (34mm) just proximal to the celiac and then flared to 40mm over the course of 25mm seal zone. In an effort to achieve a distal seal, a 42mm graft was selected. There was a 10mm conduit placed in the right common iliac in order to advance the 22mm sheath. The proximal graft was a 38mm proximal piece placed in the pre-existing tube graft and a 42mm distal piece placed in the proximal piece. In the final run, there was filling of the celiac, mesenteric, and both renal arteries. The renals were superimposed on the celiac and sma and difficult to see. The physicians wanted to confirm that the arteries were open and tried to access the sma with several different catheters through the distal bare stent. They were unable to do so and then made an incision in the abdomen to see the bowel and used a doppler on the major vessels. The bowel was pink and the final angiogram determined that both celiac and sma were filling. The physicians then closed the patient. Three-four hours later, physicians were called back. The patient had a hypotensive episode and a retroperitoneal hemorrhage with a hematoma extending from the left percutaneous site across the abdomen to the right femoral incision. A CT was done at that time and it was determined that there was diminished flow to the celiac and mesenteric. The trained physician believes it was due to the funneled distal bare stent occluding the openings of those vessels compromising flow. They opened the patient and the bowel was dusky at that time. The patient then expired on 02/07/2009 at 0207 hrs. The medical examiner was called and although he did not examine the patient, determined the cause of death to be dic.

Manufacturer narrative:
Event evaluation: still under investigation.